Manufacturer narrative:
The ventilator was evaluated by a third party service center and the complaint was confirmed. The device's power management board, system board and internal battery were replaced to correct the problem. The ventilator was found to audibly and visually alarm, as designed, for a ventilator inoperative condition.

Event description:
The manufacturer received information alleging a ventilator shut down while in patient use. There was no patient harm or injury.